Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was having difficulty charging the pump. The pump was connected to a power source for 45 minutes however did not increase. The battery gauge then went from 35% to 100% very quickly. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.